Manufacturer narrative:
Weight and ethnicity: unknown/ not provided. Explant date: not applicable, as lens remains implanted. Initial reporter telephone number: (B)(6). The device is not returning for evaluation as iol remains implanted; therefore, a failure analysis of the complaint device cannot be completed. A review of the device/lot history record and complaint trending for this device will be performed. Upon completion of the review, if there is any further relevant information a supplemental medwatch will be filed. An attempt has been made to obtain missing information; however, to date, no response has been received. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that patient has visual disturbance from last 6 months after intraocular lens (iol) implantation. However, due to covid-19, he delayed his visit to hospital. Upon further follow-up during review, surgeon identified that iol has opacity. Patient vision is currently impaired and daily activities were significantly affected. No surgical intervention performed yet. No further information available.